Event description:
An escape basket was used during a ureteroscopy procedure on (B)(6) 2008. According to the complainant, during the procedure, when testing the device prior to placing it in the pt, the basket would not engage. They could not open or close the basket from the handle. The case was completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The (B)(6) 2008, 15-month radial jaw 4-forceps product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).